Event description:
Per dealer the end user stated one wheel bearing came out of front left caster causing bolt on the fork to bend when going out of front door. Dealer could not provide any further information.